Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump is not holding programming; lost programming. No adverse effects reported.

Manufacturer narrative:
Information was received on 21-apr-2020 indicating event date and patient information.